Event description:
A customer reported high blood glucose levels, with the highest being 349 mg/dl, but the suspected cause was unknown. There was no adverse impact to the customer's blood glucose level beyond this high measurement. The customer took corrective action by performing a correction injection via multiple daily injections (mdi). Technical support provided guidance on checking and troubleshooting the infusion set, tubing, and t: lock connection. The customer was informed about the presence of air bubbles in the tubing and educated on proper practices to ensure effective insulin delivery. As a result, the customer acknowledged the instruction, agreed to replace supplies as needed, and proceeded to resume insulin therapy.